Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient describes mumbling sound quality and softer volume from concerned left side since contralateral implantation. Patient reports contralateral ear is stronger. Further tests were scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. In addition, non-auditory sensations and pain were reportedly perceived on some channels, which is a known postoperative side effect of ci implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient described distorted, mumbling sound quality and softer volume with the concerned device following contralateral implantation in (B)(6) 2016. Patient reported the contralateral ear was stronger. There were no changes in health. The patient was re-implanted on (B)(6) 2017.